Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that probably since the first week or month of getting implanted with the activa rc, they noticed that when their ins battery level was charged up higher than 25-50%, they felt their concentration was affected, where they had troubles concentrating, for example on exams, and stated that when their ins was fully charged, they would feel a weird feeling of electricity through their head alongside the difficulty concentrating. The caller stated from then on they liked to keep their ins battery level somewhere around 25 and 50% as they were more able to concentrate. In addition, the caller inquired about how to have the ability to make therapy adjustments themselves. Pss reviewed advanced mode of 37642 patient programmer, and the patient was redirected to their healthcare provider to further address the issue. The caller informed pss they really did not have a current follow-up hcpto provide a name.